Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not functioning. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. During remote service, the device issue was resolved by calibration of the touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.